Event description:
It was reported that during a bronchoscopy procedure while using this brochovideoscope, a dark debris was noted in the patient's lungs. It was also noted that the black soot/debris were also on the patient's head and pillow. It was then realized that it was from the brochovideoscope. A regular bronchoscope was then reinserted to suction out a small amount of bloody secretions along with the black colored particles which was cleared by suctioning. The patient was then awakened and was taken to the recovery room in stable condition. Subsequently, a CT scan of the chest was done for precaution post procedure and there were no findings of the foreign material. There were no further reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h6. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.